Event description:
The end user reported he developed a small, red ulceration to the peristomal skin located under the skin barrier. The ulceration has persisted for approximately one (1) week. The patient has discontinued use of the product and will move forward using another manufacturer's product.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Intervention: the convatec nurse reinforced skin care and the crusting technique with the end user.